Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Reportedly, the (B)(6) was unrelated to device system or initial implant. The patient was treated with antibiotics intravenously. There were no additional adverse patient effects reported. The ra was explanted.